Manufacturer narrative:
Phone not provided.

Event description:
Customer contacted technical support (ts) stating that unit' had a faulty led indicator. The customer reported there was no patient involvement.